Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and would not boot up. The data log could not be retreived because the receiver would not boot up. The reported event of an error icon display could not be confirmed. A root cause could not be determined.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on mon sep 11 20:19:15 edt 2017 with MFR# 3004753838-2017-50295. The ack3 was received on mon sep 11 20:19:15 edt 2017 with coreid: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/22/2017, that on (B)(6) 2017, the receiver displayed err hwbat call local distributor. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.